Event description:
It was reported that during post dilatation, the nc trek 3.25 x 15mm nc balloon dilatation catheter (bdc) device failed to inflate. No inflation appeared under fluoroscopy. The device was removed from the patient and an attempt was made to inflate the device outside the patient, but the device still failed to inflate. A similar sized nc trek device was used to successfully complete the case. There was no adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported for inflation issue from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.